Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 44.0 cm was returned for analysis. External insulation abrasion breaching the superior vena cava cable was noted at 35.5 ¿ 36.0 cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at this location. External abrasion was noted at 37.3 ¿ 37.8 cm from the distal tip, consistent with friction to another device or feature of the patient anatomy. The silicone insulation was intact at this location. A fracture of the inner coil was noted at 31.5 cm from the distal tip proximal to the superior vena cava shock coil.

Event description:
This report is to advise of an event observed during analysis.